Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported: trunnion on stem had severe wear with a 40mm cobalt chrome head; creating a pointed trunnion after being worn down.

Event description:
The following was reported: trunnion on stem had severe wear with a 40mm cobalt chrome head; creating a pointed trunnion after being worn down.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown metal head that was mated with an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the trunnion of the stem is significantly worn. Damage is consistent with loss of taper lock. The device appears recently explanted with blood/tissue on the surfaces visible. -clinician review: the medical records received were insufficient for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem and associated trunnion wear. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the trunnion of the stem is significantly worn. Damage is consistent with loss of taper lock. The device appears recently explanted with blood/tissue on the surfaces visible. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.